Event description:
It was reported that, the device clips closed incompletely and slipped out. It is unknown when this event occurred. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information requested: please clarify what is meant by "slipped out", are you referring to the clip slipping out of the jaws of the device? Or, the clip slipping out from the tissue? Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? The analysis results found that the device was received in good visual conditions. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing, during two consecutive sequences double feed incidents occurred causing malformed clips. The remaining clip was conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the incident reported. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feed bar tab was noted damaged causing double feed issues. The final quality release criteria were met before this batch was released for distribution.